Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined that the reported balloon rupture was due to case circumstances. It is possible that the balloon interacted with anatomy which was reported as heavily calcified causing damage to the outer surface and resulting in balloon rupture. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the 7.0x40mm armada 35 balloon dilatation catheter was inflated at the heavily calcified iliac artery and the balloon ruptured. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.